Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling multiple cartridges with 150 units of insulin. The customer¿s blood glucose level reached 250-300's mg/dl. Customer changed the cartridge and resumed insulin delivery.